Event description:
Revision surgery - due to patient anatomy, there was dislocation of the hemi arthroplasty.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.5 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fourth complaint for this part number: one due to dislocation, one due to infection, and two for stability/poor joint issues. This is the first complaint for this lot number. The root cause for the dislocation could not be determined with confidence. Several factors not related to the implant can play a role in dislocation such as; loose joint from soft tissue and patient activity. The information reviewed showed the product used met all design, material, and manufacturing specifications. There are no indications of a product or process issue affecting implant safety or effectiveness.